Manufacturer narrative:
There are no events recorded in the returned pad device and the device log appears corrupt confirming the complaint. The device was disassembled and it an insufficient solder on the flash memory chip, u24 was revealed. The solder joint was repaired and the device operated as expected and recorded properly. The solder joint likely deteriorated over time. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. The device malfunctioned because the device was not recording any events.